Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the healthcare professional attempted to inject sterilized water into the balloon and the balloon did not inflate due to alleged cracks in the device. There was no reported patient injury.

Event description:
It was reported that the healthcare professional attempted to inject sterilized water into the balloon and the balloon did not inflate due to alleged cracks in the device. There was no reported patient injury.

Manufacturer narrative:
The device history records review is not available because the corporate lot number is unknown. The sample returned for evaluation was one 12 fr tri-funnel replacement gastrostomy feeding tube. Visual evaluation was performed of the physical sample. The sample was returned with a 0.8 cm long split in the balloon material, approximately 0.9 cm from the distal tip of the device. Examination of the split site revealed it to be c-shaped, with the split surface being dull in appearance. The surrounding material near the split site appeared to have a distended shape memory. The observed damage is consistent with a burst due to over-pressurization. Therefore, the investigation is unconfirmed for inflation problem and confirmed for burst container or vessel. A review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate.